Event description:
Boston scientific received information that this patient's home monitoring equipment detected a high, out of range, pacing impedance on this right ventricular (rv) lead. Subsequently information was received that there was oversensing of noise on this lead that resulted in inappropriate shock delivery. Surgical intervention was performed and it was noted the pace/sense portion of the lead was fractured at the suture sight so was surgically abaonded. The high-voltage portion of this rv lead remains in service. Another rv pace/sense lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.